Manufacturer narrative:
(B)(4)

Event description:
It was reported during implantation, dissection of the coronary sinus was observed. The issue was resolved right away without a treatment. The patient did not report any other adverse events. No further information is available.